Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the extension line has leaking when injecting drug into the connection.

Event description:
The customer reports that the extension line has leaking when injecting drug into the connection.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-l catheter for evaluation. The catheter will be analyzed as part of this complaint investigation. After failing functional testing , visual analysis revealed that the catheter body contained a small hole around the middle of the catheter body. The edges of the hole were smooth. Additionally, the shape of the hole appears consistent with damage due to contact with a sharp instrument (i.e. Scissors, scalpel, needle, etc.). Finally the tip of the catheter appeared to be trimmed off. The tip was not returned. No other defects or anomalies were observed. The overall length of the catheter body measured 251mm which is not within specification 310-330mm per product drawing. This means the catheter body had been trimmed at least 60mm. The catheter body outer diameter measured 2.40mm, which is within the specification limits of 2.39-2.49mm per the catheter extrusion graphic. All 3 lumens were functionally tested for leaks. A lab inventory syringe filled with water was used to test for leaks in the catheter. With the distal end of the catheter body occluded, water was injected through the proximal, medial and distal lumens. A leak was observed when injecting water through the medial lumen. No leaks were observed when functionally testing the other lumens. A device history record review was performed, and no relevant findings were discovered to suggest a manufacturing related cause. The IFU provided with this kit warns the user "do not cut catheter to alter length." Also, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leaking catheter body was confirmed through complaint investigation. Visual and functional analysis revealed a small hole/leak in the catheter body. Microscopic examination revealed that the hole appeared consistent with damage due to contact with sharps. A device history record review did not reveal any relevant findings. Based on the customer description and the sample received, unintentional user error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.